Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 25 mg/dl. Bg cause was not known. No additional information was provided. Customer was released from the emergency room in stable condition.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 24 mg/dl was entered into the pump by the user on (B)(6) 2019 at 11:12:30 pm. A total of 24.4083 units of basal were delivered on (B)(6) 2019 by 11:10:38 pm, approximately 2 minutes before the low bg. On (B)(6) 2019, at 7:57:20 pm, user made a bolus request of size 4.1 units, approximately 3 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.